Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to pass the angio-seal device through the angio-seal sheath (heavy resistance was felt halfway through). Another angio-seal device was used after with the same sheath without any issues. The patient was stable. The procedure outcome was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 20february2020: the type of procedure performed was a peripheral diagnostic. A 5fr procedural sheath was used. There was a pre-deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly and bypass tube were returned along with a partially opened poly foil pouch. No sheath was returned for evaluation. No other accessory components were returned. Visual inspection revealed that there was no damage or deformation noted on the carrier tube assembly. The bypass tube was completely detached from the main body of the device and the anchor was exposed. The deployment sleeve was found in the full forward lock position. No other visual anomalies were noted with the device. Functional testing was then carried out by attempting to slide the bypass tube over the anchor. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. As no sheath was returned, a new 6f hemostasis sheath was obtained to check the reported insertion difficultly with the carrier tube. The carrier tube was inserted into the hemostasis sheath. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath cap and the device sleeve were completely snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. For dimensional testing, the outer diameter of the carrier tube assembly measured 0.080" which was within the specification of 0.080" +/-.005. The inner diameter of the bypass tube at the distal end was measured and found to be 0.090" and which was within the specification of 0.091" +0.002/-0.001. All measurements were within the manufacturer specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be determined based on the available information.